Event description:
A customer contacted beckman coulter inc. (Bci) regarding cracked (B)(4) hydro canister lids on the unicel dxc 800 synchron clinical systems that caused liquid waste to leak from the canister. There is no indication that any personnel were exposed to chemical or biohazardous material.

Manufacturer narrative:
A field service engineer (fse) replaced the canisters with new lids.